Manufacturer narrative:
H10 device evaluation: one decontaminated sample tracheostomy tube was returned for investigation. Under visual inspection no damage or anomalies were observed on the device. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. Based on results of testing the reported failure could not be reproduced. The complaint could not be confirmed and no root cause could be identified. No action has been taken.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check no anomaly was found . However, after the customer intubated the product into the patient, the pilot balloon got deflated. Because of the deflation, it was suspected something was wrong with the cuff, so the product was removed. No injury was reported.